Event description:
As reported on medwatch no. (B)(4): the nurse attempted to remove the triple lumen catheter and met resistance after a 1/2 - 1 inch of removal. An x-ray showed that the catheter was coiled at the distal end of the catheter. An interventional radiologist was able to straighten out the catheter with a wire under fluoroscopy and the catheter was removed without patient injury.

Manufacturer narrative:
The catheter was discarded at the hospital; it was not available for evaluation. It could not be determined if some patient factors (e.g. Anatomy) may have contributed to the catheter coiling in the vasculature. Although the cause of the event could not be conclusively determined, the available information does not suggests a product malfunction occurred. No further actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.